Event description:
It was reported the analyzer failed to do threshold test on the ventricular lead. It is noted the atrial worked fine. The analyzer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported the analyzer failed to do threshold test on the ventricular lead during a procedure. It is noted the atrial worked fine. A different instrument/programmer/external device was used to resolve the issue. The analyzer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): patient connector is damaged.